Event description:
The implantable neurostimulator repeatedly entered an out of regulation condition. The field rep reset stimulation limits and parameters, but the out of regulation condition recurred. Transient high impedances were noted and attributed to an intermittent short circuit. The battery voltage was unk. X-rays were done (results not available). The pt was to follow up with a surgeon. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).